Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens in the pt's right eye. Lens was explanted due to little or no vault. The incision was not widened to remove lens. No suture was used. Lens was exchanged for a longer lens. See MFR # 2023826-2011-00594 for left eye.

Manufacturer narrative:
(B)(4). Eval: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).